Manufacturer narrative:
The electrodes were returned to zoll; evaluation of the electrodes was not able to duplicate the reported malfunction. Testing of the retained samples from the same lot found no abnormalities or defects. The electrodes were scrapped subsequent to testing. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated device was unable to obtain ECG signal via these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.